Manufacturer narrative:
B5, h6 (remove code 4580, add code 1912).

Event description:
It was reported that the customer required assistance to treat a low blood glucose level. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat multiple blood glucose (bg) levels. It was not provided if bg levels were low or high. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the events; however, no response was received from the customer.